Manufacturer narrative:
H10: manufacturing review: a complete manufacturing review could not be conducted, as the lot number was not reported for this device. Investigation summary: the investigation is inconclusive for rupture as the sample was not returned for evaluation. The definitive root cause for the reported rupture could not be determined based upon the available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11: d10, h6 (results 1, conclusion 1) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure in a stent, the pta balloon allegedly ruptured at approximately 10atm. There was no reported patient injury.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. The lot number for the device was not provided; therefore, a review of the device history records could not be performed. The return of the device is pending. The results of the anticipated device evaluation will be provided upon completion of the event investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure in a stent, the pta balloon allegedly ruptured at approximately 10atm. There was no reported patient injury.